Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, cartridge alarms (cartridge alarm 19) cartridge alarms during the load process. Blood glucose level was 180 mg/dl. Reportedly, the customer used a backup pump for insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.